Event description:
On (B)(6) 2012 customer reported that their dxc 600 pro instrument generated false low sodium (na) results for 5 patient samples. The results were not reported out of the lab. When the issue was noticed, the samples were rerun after troubleshooting resolved the issue, and those results were reported. Quality control run after the erroneous results were generated was low and outside of lab-established ranges. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to perform twice weekly maintenance on the instrument, which was scheduled to be done later that evening. After the customer performed the maintenance, quality control was run and it came back into range. Customer then reran the patient samples and those results were reported. This resolved the issue and no further problems have been reported.